Event description:
The patient reported inability to test on their one touch basic meter due to error messages (retest, neb) and battery issues. Patient states they were able to obtain a result of 176 mg/dl, with symptoms of headache and dizziness. One hour later, patient was tested at the pharmacy where their blood glucose was 354 mg/dl. Patient was advised to see their doctor, where patient was treated with insulin.